Event description:
It was reported that this patient experienced syncope. Upon review of presenting electrogram (egm) of the implantable cardioverter defibrillator (ICD) by technical services (ts), it was found that there was under-sensing of the right atrial (ra) lead signal that resulted in pacing inhibition. Ts recommended reprogramming as well as evaluation of ra lead. This ra lead was a non-(B)(6) product. No additional adverse patient effects were reported. Currently, this ICD remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).